Manufacturer narrative:
Zimmer biomet complaint (B)(4). This follow-up report is being submitted to relay additional information. D4: the lot number (321017) etched on the product returned for investigation is the vendor's lot number. Following a review of production records and the customer's purchase history, the following seven (7) lot numbers are potential zimmer biomet lot numbers: 229460, 418100, 418120, 895130, 895210, 895220, or 895240. It is unknown which exact device encountered this issue, it is one of the following: item#: 24-2050 lot#: 418100. Manufacture date: 24 jun 2019. UDI: (B)(4). Item#: 24-2050 lot#: 418120. Manufacture date: 24 jun 2019. UDI: (B)(4). Item#: 24-2050 lot#: 895130. Manufacture date: 17 jul 2019. UDI: (B)(4). Item#: 24-2050 lot#: 895210. Manufacture date: 17 jul. UDI: (B)(4). Item#: 24-2050 lot#: 895220. Manufacture date: 17 jul 2019. UDI: (B)(4). Item#: 24-2050 lot#: 895240. Manufacture date: 17 jul 2019. UDI: (B)(4). Visual examination of the returned product identified the part to be fractured. Both pieces were returned. This confirms the reported event. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the drill tip broke when the surgeon tried to drill a pilot hole during a mandibular reconstruction surgery. The procedure was completed with another drill bit. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. The lot number provided by the customer is the vendor lot number. Based on a review of the vendor lots and the customer¿s purchase history, the following seven (7) lot numbers are potential lot numbers: 895130, 895240, 895220, 895210, 418100, 418120, 229460. The user facility is foreign; therefore, a facility medwatch report will not be available. Foreign report source: (B)(6).

Event description:
It was reported the drill tip broke when the surgeon tried to drill a pilot hole during a mandibular reconstruction surgery. The procedure was completed with another drill bit. No adverse events have been reported as a result of the malfunction.